Manufacturer narrative:
Additional information: updated with procedure type. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was a fess procedure.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was initially reported that the calibration procedure failed. After follow up, it was later clarified that when the customer reported that there was a ¿calibration problem¿ he meant that the problem was with the registration procedure. However, this information was clarified yet again; after reaching out to the surgeon, he reported that the problem was the precision of the system during operation, so not the registration procedure. There was a reported loss of accuracy during the navigation phase. It should be noted that the different descriptions of the problem occurred because the medtronic representative (rep) received different information from different site representatives regarding the alleged issue. The rep made some tests with the head model and didn¿t encounter any problem in the registration procedure. It was reported that this issue with the system's precision occurred only a few times. According to the customer, the issue occurred the last 3-4 times he used the navigation system. Additional details regarding these occurrences are being requested. It was unknown if there was any impact on patient outcome due to this issue, but there was no reported impact on patient outcome. It was noted that the issue of inaccuracy with the system may have been related to an imaging problem, but this could not be verified because the surgeon never called a rep into the operating room (or) when he noted the problem.